Manufacturer narrative:
B1 should not have had adverse event selected. B2 should not have been selected.

Event description:
It was reported that the patient presented post leadless pacemaker implant procedure. The physician retrieved the device and noted the helix was distended afterwards. The reported leadless pacemaker was not reimplanted and was replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented post implant procedure for leadless pacemaker. Investigation of device noted that the helix was distended. The reported leadless pacemaker was explanted and replaced with another leadless pacemaker on (B)(6) 2023. The patient was in stable condition.